Event description:
It was reported that, "t4-pelvis hybrid construct (90d+radius). Top cap of construct t4 poped off. Seen on post op visit."

Manufacturer narrative:
No product is available for evaluation. Additional information has been requested and if received, will be supplied on a supplemental.